Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having multiple issues with their display. The alerts are not making noise, exercise mode turns on by itself, and when the pump is unlocked, it opens to a random screen, and the pump screen will randomly jump to another screen unprompted. Customer's blood glucose level was 255 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.